Event description:
Revision of tibial insert approximately six years post-operatively. Upon removal, significant wear and pitting was noted. It was not reported what led to the need for the revision.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned to the MFR for evaluation. Additionally, the device specific identification numbers were not provided, precluding a review of the device history record.